Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. On (B)(6)2017 bilateral deflation was observed. No infection or capsular contracture were noted. Bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed on (B)(6) 2017. No complications were noted during device replacement. (See 1645337-2018-03745 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) of lot number 5551322 was reviewed on 6/21/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).